Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to all channels having high impedance. An accident or trauma is unknown.

Manufacturer narrative:
Additional information: based on the information received it appears that damage to the active electrode, as might be caused by an external mechanical impact appears likely. To determine an exact root cause a device investigation of the explanted device is necessary. Despite several inquiries no information or the device has been received.

Event description:
The patient was re-implanted on (B)(6) 2016, due to all channels having high impedance. It is unknown if an accident/ trauma occurred. Neither further information nor the device has been made available.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient was re-implanted on (B)(6) 2016, due to all channels having high impedance. It is unknown if an accident/ trauma occurred. No further information has been made available.